Manufacturer narrative:
Further follow up with the physician indicated the reported event of deflation difficulties was incorrect. The complaint was inflation difficulties and the physician was not able to keep the balloon inflated during use. As such, this event is no longer considered reportable, and a corrected supplemental report is being submitted.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during a fistula declot procedure on a (B)(6) patient, the physician stated that "it was hard to inflate the balloon and it would not deflate." No patient complications were reported.

Manufacturer narrative:
The unknown particle was sent to chemistry for further analysis where energy dispersive spectroscopy (eds) detected carbon, oxygen, sodium, aluminum, chlorine and iodine. Iodine and chloride are commonly used in the types of procedures performed while using the reported model of fogarty catheter in this complaint. Iodine is typically found in contrast medium, and chloride (along with sodium) are components of normal saline.

Manufacturer narrative:
Although report number 2015691 2021 03603 stated this event was not reportable the device was examined and the reportability changed back to reportable based on the evaluation findings. Correction: the model number was corrected as what was received. One 12tlw405f35 with a 3ml syringe were returned for examination. The reported event of "hard to inflate the balloon and it would not deflate" was confirmed. The balloon was inflated with 1.7ml air and the balloon inflated concentric and did not leak. However, resistance was felt when inflating the balloon and the inflated balloon was not able to deflate completely. An unknown liquid was found in the balloon. A cut down was performed on the catheter body to locate the occlusion. The balloon inflation lumen was found collapsed near the proximal winding. The balloon latex, bushings and windings were intact. The through lumen was patent without any leakage or occlusion. No visible damage was observed from the catheter body. Visual examination was performed with 10 to 45x microscope. Lot or serial number was not provided, therefore review of the manufacturing records and UDI number could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The unknown liquid was sent to chemistry for analysis and a supplemental will be forthcoming with results when received. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A CAPA was generated on 31-aug-21 to perform an in-depth investigation for the condition collapsed balloon inflation lumen for thru lumen products.